Event description:
It was reported that intermittent loss of ventricular capture was observed. Dislodgement was confirmed via x-ray. The lead was capped and replaced. There were no complications for the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.